Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter zip code: unknown. Investigation summary: exec summary: no samples were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed and this is the 1st. Related complaint for needle clog on this lot #. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa: based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 6 bd pen needle 32g 4mm were unable to deliver insulin or medication. The following information was provided by the initial reporter: the patient reported multiple times to the hospital the problem of needle blockage by failure to discharge fluid after the insertion of the needle.